Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level with blood glucose of 600 mg/dl. Customer's current blood glucose level was 281 mg/dl. Customer was treated with manual injection. Customer declined troubleshoot for high blood glucose level. Customer stated that the insulin pump was not delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08510 inches. No unexpected insulin flow blocked alarm noted. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.